Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer blood glucose level was 38 mg/dl. The customer was decline to troubleshoot for high blood glucose and low blood glucose. The customer was treated with insulin pump for high blood glucose and took orally glucose for low blood glucose. The device will not be returned for analysis.